Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported six clearlink continu-flo solution sets were unable to prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One used sample was received for evaluation. The device had been primed above the check valve. Visual inspection revealed that the regulating clamp and on/off clamps were in the open position. Functional testing was performed by spiking the device into an in-house solution bag of water and attempting to prime without squeezing the bag. The initial priming attempt failed. The solution bag was then squeezed per the label copy. After squeezing the bag, the sample was found to prime and flow normally with no issues noticed. The reported condition was not verified for the returned sample. The remaining five (5) samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and identified that, during manufacturing of the lot, one device was found to be blocked due to excess solvent. Additional sampling was performed with no additional failures found. The lot was released per procedure. Should additional relevant information become available, a supplemental report will be submitted.